Manufacturer narrative:
(See h3) no product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable. It is unknown if this incident involves both right and left eye and patient was wearing a different device in each eye. Please refer to linked manufacturer report (B)(4). 9614392-2023-00020 for second associated incident report.

Event description:
This incident was received by via distributor, 1-800contact, as reported to them by the end user, limited information has been made available. The user reports experiencing irritation and scratches on the eye and stated they were diagnosed with a corneal ulcer. No further details were provided. Good faith efforts have been made obtain more information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the unknown nature or severity of the incident with a lack of medical information, and potential for permanent injury. Should further information become available, a follow-up report will be submitted as appropriate. It is unknown if this incident involves both right and left eye and patient was wearing a different device in each eye. Please refer to linked manufacturer report (B)(4). 9614392-2023-00020 for second associated incident report.